Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on objective lens, the screen turns white with no image. (It may return to normal at times.) And residual liquid or foreign material come out of ch-tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the brochovideoscope exhibited whiteout in the endoscopic due to damage on objective lens-image able to restore, and residual liquid or foreign material coming out of the channel. There were no reports of patient involvement.